Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a vessel closure using a prostar xl device relative to an interventional procedure. Reportedly, on insertion of the prostar xl device, the green suture was noted to be hanging outside the device. It was not deployed. It was removed and another prostar xl achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Review of the photos provided indicate the coiled suture lumen was inadvertently pulled during unpacking such that the green suture was exposed, consistent with the reported green suture noted to be hanging outside the device based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.